Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of small noise episodes in ventricular sense response epi sodes, along with high impedance and a suspected lead fracture. It was also noted there was "minor bunching of insulation of the pace/sense portion of the lead in the patient pocket." The rv lead was replaced and remains implanted but inactivated. No patient complications have been reported as a result of this event.